Event description:
Patient was having a kyphoplasty. When the dilating balloon was removed from the spine, there was blood in it.====================== health professional's impression======================unsure